Event description:
Bard mediport catheter broke and went into my heart. I was taken to the hospital by ambulance and I had emergency surgery to remove catheter and mediport. I went into respiratory arrest for 90 seconds on operating table, stayed in ICU next day and released the (B)(6). I now have to have chemo administered through IV every other month until (B)(6) 2020.